Event description:
It has been reported to philips that it was not possible to perform fluoroscopy during a case. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during a planned treatment/non-emergency treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the there was no lateral image on the fv monitor and no lateral x-ray. Review of the system log file showed that the graphic card errors for the lateral pc. The fse replaced the lateral ippc and recreated the image store. After replacing the lateral ippc and recreating the image store, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.